Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email that one year ago she called emergency services due to severe low blood glucose . They gave her a glucagon shot and were able to bring her blood glucose up. Customer wanted this incident documented. Troubleshooting called the customer and offered to transfer her call but she declined. No further information was given.